Event description:
It was reported that the pump did not work. During physical inspection, it was found that the air sensor did not work. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found an air sensor issue. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the air sensor and printed wiring assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.